Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report #9616099-2007-01203. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The female patient came in with a myocardial infarction due to restenosis of a previously implanted cypher stent (catalog and lot unknown). The patient had a 3.0 x 13 cypher stent implanted to treat the restenosis. During the implantation of a proximal right coronary artery, a dissection was noted and was treated with two additional cypher stents.